Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during femur surgery for a proximal bone fracture the tip of the reamer broke off when reaming the caput femoris. The broken piece was removed with no consequences to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the cutting edges are also blunt and show burrs close to the hole. Our investigations have shown that the part meet specification. No product fault could be detected. This complaint was not a result of product malfunction. The cutting edges are blunt and show burrs close to the hole. These signs are a clear indication that this is an old (manufactured march 2004) and well used instrument. Therefore we have to determine that it's normal wear and tear. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported there was no delay of the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unclear if the reamer tip or the drill bit broke both parts were returned and are being reported as product malfunctions for the event. A clarification of the event has been set to the affiliate, if further information is reported a follow-up medwatch report will be sent. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.